Event description:
It was reported to philips that the system was unable to perform the c-arm movement. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.